Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -5.5% from the desired amount on channel a. The specification of this device is +/-5%. This issue is currently being investigated under CAPA. This device is being evaluated to determne the root cause of underdelivery. A report will be filed upon completion of the evaluation or is additional information becomes available.

Event description:
During service testing, the baxter repair technician reported that the device under delivered. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.